Event description:
A remedial action has been initiated to provide recommendations to the customer for product in the field. Abbott point of care inc. (Apoc) has determined that stat pt/inr cartridges have the potential to exhibit incorrectly elevated results. Internal studies have demonstrated that I-stat pt/inr results are elevated by an average of approximately 20% in the therapeutic range of 1.8 to 3.5 inr. This action is being conducted in cooperation with the u.s. Food and drug administration and health (B)(4).

Manufacturer narrative:
Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration. (B)(4).